Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to end-user, the peristomal skin is cleaned with dial soap, then wipes skin with safe and simple peristomal wipes, and finally allkaire adhesive remover. It is further reported that end-user had discontinued use of product and has gone back to using his other appliance (hollister), and the redness has resolved as a result. It is also reported that end-user applied neosporin to the affected site until healing which occurred a couple of days alter. Lastly, a cut to fix durahesive skin barrier without tape collar and convex insert was recommended for use. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Customer reports a 'pimple-like reddened area' to the right lower quadrant of peristomal skin, located at the edge of the tape collar at the proximal and distal end of the skin barrier. End-user states that the area is approx the size of an eraser head at the distal end. It is also reported that end-user does not experience any itching, but area felt sore. Product was in use for 2.5 days.